Event description:
The user facility reported than an employee was cleaning the shroud guard column protector on a 3085sp surgical table and obtained a cut on their finger. A band-aid was applied; no additional medical treatment was sought.

Manufacturer narrative:
A steris service technician inspected the 3085sp surgical table and observed a burr on the shroud guard column protector. The technician filed down the burr, tested the surgical table, confirmed it to be operational and returned the table to service. A complaint review has determined this event to be isolated. No additional issues have been reported.